Event description:
The manufacturer received information alleging a ventilator was alarmed for service required related to machine flow sensor mismatch and failed a test step during testing. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator was alarmed for service required related to machine flow sensor mismatch and failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device¿s machine flow sensor and 3 way solenoid valve were replaced to address the issues. The machine flow sensor and 3-way solenoid valve were evaluated by the manufacturer's product investigation laboratory (pil) and found the machine flow sensor and 3-way solenoid valve functioned as designed and operated without issue or error codes.

Manufacturer narrative:
The manufacturer previously reported receiving information alleged a ventilator was alarmed for service required related to machine flow sensor mismatch and failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor and 3 way solenoid valve were replaced to address the issues.